Manufacturer narrative:
Initial reporter: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
It was reported the hole is not at the center, not aligned, in twenty wafers. No photo was provided.